Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer's blood glucose was 295 mg/dl. The customer stated that she had suspended the insulin pump and came back after exercising and having 45 g of carbohydrates when she received the no delivery alarm. She was advised to disconnect at the quick release and was assisted with doing a 5.0 unit fixed prime. She stated that insulin did not exit and that the insulin pump alarmed no delivery. The customer was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector, and push insulin slowly through the tubing. She reported that insulin did not exit and that there was greater than normal resistance with the plunger push. She was advised that the alarm had been caused by an infusion set or reservoir connection issue. She was advised to replace the infusion set and reservoir.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.